Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up and device evaluation. Device evaluation noted a mechanical damage, the blue straight plug housing was detached from the cable. In addition, communication with service business center representative informed that the device would not be repair, only replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date is unknown. Based on the results of the investigation, the definitive root cause of the cable issue could not be determined. It is possible that the issue occurred because something bumped into the plug during the procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the user was performing a therapeutic transurethral resection of the prostate (turp) procedure and heard a loud snap. The snap was the hf cable - a00012a breaking apart close to where it was connected to the generator. A small fire created on the cable where it had come apart was observed. The procedure was completed. The problem did not have an impact to the outcome of the procedure. There was no patient harm, no user injury reported due to the event.